Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no unexpected restart alarm, or any other alarms noted and unexpected resetting after changing battery. No ramping numbers noted on the display. The insulin pump was received with cracked reservoir tube lip, cracked case reservoir tube window corners, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received signal too low alarm and unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that during the reset he encountered mentioned alarms. Customer reported that temp basal was not programmed before the unexpected restart alarm occurred. Customer reported that alarm occurred shortly after inserting a new battery. Troubleshot was performed and did not resolve the issue. Customer was advised that the pump needed to be replaced. The insulin pump will be returned for analysis.